Event description:
It was reported that the articular surface would not lock into place. Another implant of the same size was used successfully to complete the procedure.

Manufacturer narrative:
Evaluation summary: visual examination of the articular surface reveals damage to one of the locking tabs indicating that it did not slide under the locking feature on the tibial plate properly. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however, more information would be needed to conclusively make that determination. Evaluation: dimensional analysis is not possible as the device was autoclaved prior to return. Device history records indicate all components were manufactured and inspected to specification.